Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected constant tone was noted. No damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had constant tone and the screen was blank. The customer's blood glucose was unknown at the time of incident. Troubleshooting was done. The customer stated that the issues were not resolved. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.